Manufacturer narrative:
Based upon the inquiry info received and the visual and the functional results, no conclusion could be reached as to what may have caused the reported incident. The cartridge was fired with the returned instrument and it fired and formed all the staples as designed with no difficulties noted. There were no anomalies noted with the firing of the instrumenta. The reported incident could not be recreated.

Event description:
It was reported the tlc75 and tcr75 were used during a functional end to end anastomosis procedure. It was reported by the affiliate when attempting to fire the device for the second time the firing knob would not go forward and the device did not fire. The device and reload are being returned. There was no consequence to the pt.